Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Analysis of device image indicated a false eri triggered approximately two months before the explant date which resulted from low battery voltage fluctuation, consistent with high pacing demand. Device was received in backup vvi mode and was triggered post explant due to exposure to cold temperature. Downloaded product code to restore device out of the backup vvi mode. Analysis performed at nominal settings did not find any anomaly other than voltage being at eri level. The device reached true eri post explant due to normal usage and laboratory testing. The implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion. Further testing of the device found no high current or other indication of premature depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be interrogated with rf telemetry. The physician suspects premature battery depletion. The event was resolved by explanting and replacing the device. The patient experienced no consequences.